Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that error 23013 occurred on the left master tool manipulator (mtml) at system power-up. The system was power cycled with no change. A hard power cycle of the console was then performed, and the mtml's shoulder and elbow were cycled. After powering the system back on, the system still faulted with mtml errors. The user converted to another dv system to continue with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm has been returned and evaluated by the failure analysis (fa) team. The issue was confirmed in logs and reproduced on the surgeon console fixture test platform (sftp) when the mtm2 was installed, consistently triggering the same axis 2 faults and failing functional testing. Troubleshooting isolated and ruled out related components (motor cable and sensor assembly) through removal, inspection, and testing with no defects found.